Event description:
Consumer reports rear of the brush head broke while brushing her teeth. This is being reported as a malfunction with the potential to cause a serious event. No injury was reported.

Manufacturer narrative:
The lot code for the brush head is dd3317b1 and the lot code for the brush handle is df4079c2.(B)(4):the brush head was manufactured on november 13, 2013 and the brush handle was manufactured on march 20, 2014.(B)(4)